Event description:
Some of them have a very short string and some have a string but it's barely connected in the middle- tampon [device physical property issue]. Case narrative: relative reported via e-mail that some of the tampon strings were short or barely connected. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Some of them have a very short string and some have a string but it's barely connected in the middle- tampon [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: relative reported via e-mail that some of the tampon strings were short or barely connected. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Some of them have a very short string and some have a string but it's barely connected in the middle- tampon [device physical property issue]. Case narrative: relative reported via e-mail that some of the tampon strings were short or barely connected. No injury reported.